Event description:
It was reported that prior to a tonsillectomy procedure using a coblator ii controller, the controller began to malfunction and the settings started self adjusting. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.